Event description:
It was reported that bd syringe luer-lok¿ tip had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: material no.: 302995 batch no.: 9116591 (confirmed in sap but not recognized in tw). It was reported that the syringe had a warped and diagonal scale printed on the side of the syringe. The bd luer-lock tip 10ml syringe was found to have a warped and diagonal scale printed on the side of the syringe, rendering the product inaccurate.

Manufacturer narrative:
H.6. Investigation summary: one loose 10ml syringe with an opened blister pack from batch 9116591 (p/n 302995) was received and evaluated. It was observed the scale marking was skewed and there were faded and smeared grad lines above the 8ml marking. Machine logs indicate there were printer issues during the manufacture of this batch potential root cause for the skewed print defect is associated with the marking process. This was likely caused by a worn pad roll applying uneven pressure. Adjustments were made to replace the pad roll and restore the marker to proper working condition on 5/8/2019. No corrective actions are necessary based on the defective rate identified. Batch 9116591 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
The initial reporter also notified the FDA on 28 august, 2019. Medwatch report#: mw5089194. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: material no.: 302995 batch no.: 9116591 (confirmed in sap but not recognized in tw). It was reported that the syringe had a warped and diagonal scale printed on the side of the syringe. The bd luer-lock tip 10ml syringe was found to have a warped and diagonal scale printed on the side of the syringe, rendering the product inaccurate.